Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported non functional speaker which was reproduced. Visual inspection observed the back flex tail was not connected to the input/output board properly as the cause. The flex was reconnected/adjusted onto the input/output board which corrected the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, had a non functional speaker. The reported problem was found in the biomed service department during testing. There was no patient involvement. No additional information is available.